Event description:
It was reported that the patient underwent for an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5121526/5121522. D6b: explant date: three years ago.